Event description:
(B)(4) states: I first complained about problems in 2007 at my follow-up year exam. Things have gone worse since. I cant sit for any more than one hour. Before, I have to stand at and when I do the blood rushes back into the depuy hip and causes extreme pain. Cant sleep on it for every longer than 2 hours. Same outcome. I started burning about 18 months ago. Update: (B)(6) 2012- litigation papers received. Patient is representing himself. He alleges that he has had issues with leg-length discrepancy and pain, as well as metal leaching into his blood and tissues. The MDR decision was reversed and femoral head and stem were added.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.